Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included hypothyroidism, obesity, bleeding genital, menorrhagia, genital herpes and cystitis. Concomitant products included atorvastatin since (B)(6) 2015, iron since (B)(6) 2016, levothyroxine sodium (synthroid) since 2005, naproxen sodium (aleve) since (B)(6) 2015, paracetamol (tylenol) since (B)(6) 2017 and suvorexant (belsomra) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient was found to have blood cholesterol increased ("blood or heart disorder/condition:- high cholesterol"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced insomnia ("psychological or psychiatric problems condition: insomnia"). In 2017, the patient experienced constipation ("gi conditions/ gastrointestinal or digestive system condition type:- constipation"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, metrorrhagia, weight increased, insomnia, migraine, blood cholesterol increased, dysmenorrhoea, pelvic pain, fatigue and constipation outcome was unknown. The reporter considered blood cholesterol increased, constipation, dysmenorrhoea, fatigue, insomnia, metrorrhagia, migraine, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion and lab data date were same discrepancy noted: date of insertion :- (B)(6) 2013, (B)(6) 2014. Concomitants drug magnesium laxative. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion; in august 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs &mr received reporter information was added. New event added insomnia, migraines / headaches, high cholesterol, dysmenorrhea (cramping), pelvic pain female, fatigue and event updated gi conditions to constipation. Severity added pelvic pain pain. Concomitants drugs and medical history was added. Lab test updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, metrorrhagia, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered gastrointestinal disorder, metrorrhagia, perforation and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion and lab data date were same diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated. Event injury was updated to metorhagia (bleeding b/w periods). Following events were added: perforation, gi conditions and weight gain. Reporter information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.